Manufacturer narrative:
H3: a concerto implant coil was returned for analysis. The unknown catheter used during the event was not returned for analysis. The concerto implant coil was returned without introducer sheath. The actuator interface was securely attached to the coupler tube. No evidence of mechanical detachment using an instant detacher was found at this location. The break indicator was found intact. The concerto coil pushwire was found to be bent at ~68.2cm and broken but retained by release wire at ~143.1cm from proximal end. The coin was found to be not against lumen stop. The concerto coil was found to be already detached and not returned. No other anomalies were observed. Based on the analysis performed, the customers report of ¿pushwire separation¿ was confirmed as the pushwire was returned broken. Possible causes for ¿pushwire separation¿ are patient vessel tortuosity, coil not retracted in a one-to-one motion with the implant pusher during repositioning, or user advances the coil against resistance. It is likely the cause of ¿pushwire separation¿ was the reported resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the spring coil had great resistance in pushing in the microcatheter, causing the push rod to break. There was pusher kink/break. Continuous flush administered during the procedure. The damaged location was the pushwire middle segment. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for embolization of ima during the treatment of abdominal aortic aneurysm. It was noted the patient's vessel tortuosity was normal. Additional information received reported the resistance occurred in the middle segment of the catheter. It was noted that a continuous saline flush was administered and maintained as indicated in the instructions for use (IFU). The catheter was intact after removal; there was no report of any kink/damage to the catheter which was not a medtronic device. The cause of the coil resistance and pusher break was not determined.